Event description:
A 14mm diameter x 11.5cm length aneurx iliac leg stent graft was implanted for the endovascular treatment of an aneurysm in a pt on an unknown date with moderate tortuosity and little calcification. The aneurysm morphology is unknown. It is reported that the pt was seen in the radiology department for a follow up CT scan. The CT scan demonstrated as occluded limb of the graft. It is reported that the pt was asymptomatic with good collateral blood flow to the affected limb. The physician is considering lysing versus surgical thrombectomy of the occlusion. It is unknown what type of intervention for limb occlusion will take place place at this time. Despite repeated attempts to obtain info, there is no info available from the user facility or physician at this time. There were no add'l clinical sequelae reported related to the event and the pt was discharged home.